Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump but to report back if the issue occurred again.